Event description:
It was reported that undersensing and lead impedance anomaly were observed. The lead was explanted.

Manufacturer narrative:
(B)(4). The damage found wa s sustained during the surgical procedure. The lead was otherwise normal.